Manufacturer narrative:
The lead will be returned for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was seen in the emergency room feeling presyncopal. A device check revealed noise and oversensing causing inhibition of pacing. The patient is pacer dependent. There were also impedance changes noted. The lead was explanted and a new lead successfully implanted. There were no additional adverse patient effects reported.